Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the 5 volt power supply connectors and contacts. The system operates as intended.